Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. This is a case of in-stent restenosis. The lesion being treated was located in a non-bsc stent in the average tortuous, mildly calcified and 90% stenotic proximal right coronary artery. The physician advanced the 3.5x15mm quantum maverick balloon to the lesion and inflated it to 14 atms on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device and the deployment of a taxus stent. Pt status is reported as "good."